Event description:
It was reported that this insertable cardiac monitor (icm) was unable to respond to a magnet swipe. The representative attempts troubleshooting steps with both the patient mobile monitor (pmm) and a tablet. However, the icm continues to not respond to the magnet. The representative states that the icm can be feel under the patient's skin. It was recommended to try a donut magnet and if unsuccessful to discuss explantation of the icm. The representative call to get any last recommendation as to how to reconnect the icm. Boston scientific recommended reiterated palpating icm. Once located, if donut magnet is unsuccessful with tablet or pmm, icm should be considered for replacement. The icm remains in service and no adverse patient effects were reported. Additional information indicated that this insertable cardiac monitor (icm) prematurely depleted after less than one year of being implanted. The icm was explanted and a new icm was implanted. The original icm has been returned. No additional adverse patient effects were reported.